Manufacturer narrative:
Correction to the checkboxes under b2. Outcome attributed to adverse event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: yamashiro et al. Prosthesis valve dislocation and acute ascending aortic dissection during transcatheter self-expandable aortic valve replacement. Chirurgia 2021 february;34(1):41-3. Doi: 10.23736/s0394-9508.20.05100-1. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an (B)(6)-year-old male patient with severe stenosis at the left anterior descending branch. The patient underwent percutaneous coronary intervention, and was then scheduled for transcatheter aortic valve replacement (tavr). In the tavr procedure, when a medtronic 29-mm evolut r bioprosthetic valve (no serial number provided) was deployed, the fully expanded valve dislodged and migrated upwards and settled in the sinus of valsalva. A second 29-mm evolut r valve (no serial number provided) was then successfully implanted resulting in improved hemodynamics without aortic regurgitation (ar). Two hours post-implant, a multi-slice computed tomography (msct) showed evidence of a type a aortic dissection from the aortic root to the innominate artery. The patient was then converted to open surgery with cardiopulmonary bypass (cpb). Aortic regurgitation was noted as gradually worsening during systemic cooling. In surgery, the two evolut r valves were observed ¿floating inside the ascending aorta¿ and were both explanted. The ascending aorta and aortic valve were then repaired and replaced with non-medtronic prosthetics. The postoperative course of the patient was uneventful, and he was discharged 30 days after open surgery. No additional adverse patient effects or product performance issues were reported.